Manufacturer narrative:
(B)(6).

Event description:
It was reported that during meniscal surgery, the trigger mechanism was applied correctly; when the button was pushed and t1 and t2 were left of the meniscus when the trigger mechanism was used for the second time. T1 and t2 were left out of the meniscus. The material was removed from the joint. The procedure was successfully completed using a back-up device with no delay. No patient injury or other complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the insertion needle but were returned. Suture/t construct was returned and examined; it appears to have been implanted as there is bio-material on the ts and suture. T1 has broken and is missing its distal end. The delivery needle is bent on two planes. The actuator is in its post t2 position indicating a complete deployment. Functional assessment was performed for proper actuator advancement and cycling, device functioned as intended. The condition of the device indicates the needle was bent during use causing the reported non-deployment. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.